Event description:
It was reported the ventricular lead was capped and replaced approximately five years ago due to increasing impedances. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed and revealed that the proximal conductor was fractured. It was noted that there were several conductors distorted, there was blood/body fluid on outer tubing overlay, the outer tubing was kinked/bucked, the outer insulation was melted, and the outer tubing overlay had cosmetic environmental stress cracking.